Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). Investigation results: the returned lighttrail reusable 600um laser fiber was returned in three pieces. The fiber pieces measured approximately 44.9 cm, 12.1 cm, and 248.2 cm. The exposed glass tip measured 2 mm and appeared degraded. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. There was no light from the sma connector and damage was observed to the strain relief within the sma connector, indicating that the fiber is broken within the connector. No other issues with the device were noted. The reported complaint was confirmed. The analysis of the returned device under magnification observed that the fiber tip was degraded normally. Additionally, no light was observed from the sma connector, likely indicating a fracture of the fiber in the connector. It is likely that procedural handling of the device during set-up or use contributed to the fiber damage within the connector. Damage within the connector of the device can result in a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device was unable to be performed as lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on july 15, 2020 that a lighttrail reusable 600um laser fiber was used in a thulium laser enucleation of the prostate (thulep) procedure in the prostate performed on an (B)(6) 2020. Reportedly, the laser unit used was a vela xl laser console with laser settings of 80 watts. According to the complainant, during the procedure, it was noted that the connector of the laser fiber burnt out upon laser activation and did not fire. The procedure was completed with another lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector and fiber body broke.